Manufacturer narrative:
The pump passed the displacement test and self test. The pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. Customer stated that batteries were not long lasting in the insulin pump. The insulin pump will be returned for analysis.